Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2014. Revision due to wear.

Manufacturer narrative:
The complaint products were received for analysis. The reported product condition of prosthesis wear is confirmed. Visual evaluation condition/findings (conducted with a 7x or 10x optical) inner surface of femoral component- retained biological material adhered to the surface shown appears consistent with and pmma (polymethyl methacrylate) bone cement left over from being implanted. This indicates that the femoral component was likely well-fixed to the bone. The discoloration of the bone and pmma bone cement appears consistent with metal fragments generated from femoral condyle-tibial tray contact. Femoral condyles - the scratched surfaces on the center of the condyle appears to be consistent with articulating with the tibial insert. A third body, such as a fragment of bone cement, likely became trapped between the articulating surface of the femoral condyle and the tibial insert. The scratched surface on the side of the condyle appears to be consistent with articulating with a metal surface, such as the edge of the tibial tray. This tray-femoral component contact appears to have occurred following catastrophic wear of the medial side of the tibial insert. Tibial tray - underside of the tibial tray, appears consistent with bone and bone cement, which indicates that the tibial tray was likely well fixed to the bone. Worn edge of the tibial tray, the worn medial edge of the tibial tray appears consistent with articulation with the medial femoral condyle. This is confirmed by the scratched surface of the medial femoral condyle. This contact appears to have occurred secondary to the wear of the posterior lip of the insert. Tibial insert - the extensive wear and loss of material on the medial articulation surface, appears consistent with femoral articulation on the posterior lip of the tibial insert. The lateral articulation surface shows signs of similar wear. The wear pattern indicates that the femoral component was likely rotated internally relative to the tibial components. The wear on the posterior portion of the lateral side appears consistent with excessive posterior tibial slope. The scratches appear consistent with third body debris embedded between the insert and the tray. The engraving on the distal aspect of the tibial insert was still well visible; indicating minimal backside wear. Three peg patella - the articulation surface of the patella, appears worn. This appears consistent with third body wear which may have been trapped between patella and patellar groove of the femoral component. The frequency of occurrence ranking scale is very low; therefore, this issue does not appear to be design-related. The company is not aware of any other complaint reports involving parts from this manufacturing lot. A review of the device history record showed that the named devices were accepted with conformance to the device requirements. Therefore, this does not appear to be manufacturing-related. There are no reported user-related issues. The revision reported is likely the result of axial rotation mismatch of the femoral component relative to the insert and/or excessive overall posterior tibial slope of the tibial insert (as defined by the combination of the posterior slope of the proximal tibial cut and the built-in slope of the insert) resulting in excessive wear of the medial posterior articular surface of the tibial insert, and ultimately leading to metal debris. In a review of labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacement. Conditions of excessive wear of the implant components secondary to impingement of components or damage of articular surfaces and disassociation of modular components, could cause surgical intervention or revision. It is also known that only surgeons who are knowledgeable with the devices and instrumentation are to use company products. Evaluation of patient risk/clinical factors include the fact that the patient is active and participating in sports, which could lead to early implant failure due to stresses such as impact (running) and twisting motions (foot planted and body turned). This device is used for treatment not diagnosis.

Event description:
It was reported from japan that a 60ish active patient experienced knee revision for poly wear. The surgeon observed that the patella, tibial insert and tibial tray were significantly worn and appeared delaminated. The patient had been participating in light sports. There is no additional patient or event information available this is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00539, 1038671-2018-00540, 1038671-2018-00541 and 1038671-2018-00542.